Event description:
It was reported that the catheter was placed in the patient's right internal jugular vein in mid-july. In the pt's room (B)(6) 2014, it was confirmed that the hub of the proximal lumen was detached from the extension line which was heparin locked. The lumen was immediately clamped and the catheter was replaced in the operating room. There was no blood backflow or air entry. It was also noted that the catheter was discarded due to the patient having (B)(6). There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Additional info: this product is not sold in the united states. The 501k number provided is for a similar product which is sold in the united states. Sample will not be returned for evaluation.